Event description:
The patient reported that she had a blood glucose (bg) of 67mg/dl on (B)(6) 2011 and then on (B)(6) 2011 her blood glucose was at 32mg/dl. She reportedly treated herself with juice and her bg resolved to 150mg/dl. The patient reported that her bg was low due to completing the fill cannula step multiple times. The patient confirmed that she was not attached while priming. Customer support explained to the patient that she should not be connected during fill cannula step except when changing sites. The patient stated that she was connected when she completed the fill cannula step. The patient reported that she had multiple loss of prime warnings. This report is being made due to the patient's alleged hypoglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the instructions for use instruct the patient that the fill cannula step only needs to be completed when the site is being changed. During testing, the pump correctly showed a message to disconnect from the pump during the prime steps. Flow accuracy testing was unable to be completed due to the pump failing to recognize the cartridge during the load step. The pump was opened and corrosion was found inside the pump.